Event description:
Reporter states, that patch was worn on lower back for 8 hours in 2007. Later the same evening, she felt blisters developing. She had a previously planned doctors appointment, and her doctor examined the area and prescribed 2.5% hydrocortizone cream.